Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the bedside registered nurse (rn) heard the nkv-550 ventilator making a steady, high-pitched alarm with the top bar monitoring alarm light flashing red. The ventilator encoder knob was also red, and the screen was dark. The rn removed the patient from the ventilator to switch to manual ventilation. The patient remained stable and was unharmed. She noticed the ventilator had stopped giving mechanical breaths, and then the ventilator screen read 'initializing user interface' and began ventilations at the patient's previously set settings. The debug logs confirmed a cpu reset, and ventilation resumed within 15 seconds at the previous set settings.